Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2010 and performed to specification, alongside random manual power ons, up to the last log entry on 15th june 2015. An increase in voltage suggests a further pad-pak was installed. Upon visual inspection of the returned device corrosion was observed on the contact collars and screws. This would suggest adverse storage conditions. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The excess current drain would confirm a failing membrane. The green led remaining constantly lit during the investigation is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.